Event description:
It was reported that during implantation, force was applied to insert the electrode into the cochlea. It seems that this led to a tip fold over, which could be seen at explantation. The patient never had any benefit from this ci. Therefore, the patient was explanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.